Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that their device has never worked since implant. Patient state that they are waiting to receive MRI's so that they can undergo repair surgeries, however the patient has been struggling to find a physician that is comfortable with explanting their device. Patient stated that they have seen physicians recommended by the manufacture, but they aren't comfortable with the device. Patient stated that they have been trying to have their device removed for 3 years now. Patient stated that they had a surgery scheduled for today for device removal, but an hour before the appointment the patients surgeon called stating that they weren't comfortable with the procedure. Patient stated that they are willing to go to north dakota where their implanting physician is, but they can not pay for that and they expect to be reimbursed. The patient stated that the machine has not worked for them ever since they got it put in. Patient stated that they believe the manufacture should discontinue relations with the physicians that they have seen due to their experience. Caller requested to be escalated to patient relations in regards to the issue. Agent escalated call and emailed patient physician listings.